Event description:
The customer initially reported that the device would no longer open during the procedure. The device was not on tissue at the time. There was no pt injury. The incident device was returned and a visual inspection revealed that the ski guide pin was missing. The customer has been made aware of this issue.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. Additional questions in regard to the incident have also been asked. When the device evaluation is complete, and/or additional info is received, a follow-up report will be submitted.